Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the charge button is not working. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the philips mrx defibrillator indicating that the charge button is not working during self check. There was no report of patient or user impact. Details provided in an update from the source case indicate that the authorized service personnel (asp) replaced the device's defibrillator capacitor assy and rubber button covers kit and the device was returned to full functionality. The device was returned to service. No further action is warranted at this time.